Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by the consumer that some time in (B)(6) 2012 she passed out from a suspected seizure and required medical intervention with emts. According to the consumer the emts tested her blood glucose on their unk glucose meter getting a result of 20 mg/dl and then tested her on the nova max link meter getting a 116 mg/dl. The consumer declined to provide any further info regarding this adverse event. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.